Manufacturer narrative:
UDI: (B)(4). Additional information: (methods, results, and conclusions) - the returned driver was evaluated. Visual inspection revealed that the tip of the driver had fractured. It is possible that the driver had weakened from previous cases and subsequently fractured when a torque that overcame the mechanical capabilities of the driver was applied in this case. A review of the production records did not indicate that a manufacturing issue would have contributed to this event.

Event description:
It was reported that the tip of a driver broke off during surgery while trying to remove a previously-implanted cross-connector. The tip was recovered from the wound. There were no reported patient impacts associated with this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a driver broke off during surgery while trying to remove a previously-implanted cross-connector. The tip was recovered from the wound. There were no reported patient impacts associated with this event.